Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient and event information.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient lost therapy as the implantable pulse generator (ipg) had reached the end of service. It is unknown if the ipg prematurely reached the end of service. Troubleshooting is slated to take place as the next course of action.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received that surgical intervention was undertaken where in the ipg was explanted and replaced.